Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Results - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. Conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused angio-seal vip device with same lot number was received for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened. All accessory components were removed. Visual inspection revealed that there were no gross visual anomalies noted with any of the accessory components. Functional testing was performed. The device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath as can be seen in the attached pictures. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Without the return of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, only year provided: 1964. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used. Stenting iliaca ex. Right. The patient was discharged home and returned to the clinic after two days because of pain in the groin. The patient was then transferred to another clinic and operated aneurysm spurium was removed at the puncture site. The patient was harmed; a hematoma was present. A pre-deployment angiogram was performed. It was a right femoral artery puncture. The patient was reported to be in stable condition following the event. Additional information was received on (B)(6) 2020. From the ps point of view, the puncture site was too high.